Event description:
Pathologist was collecting a bone marrow from a pt. As he was putting pressure on the acquisition cradle, the plastic hub broke, sliding down the cradle and exposing the metal tip which rammed into the palm of the pathologist's hand.